Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is laxity, with the suspected cause being the patient's high bmi of 46. Primary surgery occurred on (B)(6) 2015. Revision surgery is planned for (B)(6) 2022.

Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is laxity, with the suspected cause being the patient's high bmi of 46. Primary surgery occurred on (B)(6) 2015. Revision surgery is planned for (B)(6) 2022. The device history record was reviewed and the device was manufactured to specification. All sterilisation requirements were met.